Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noticed liquid when changing the cartridge and believed the cartridge had been leaking. Customer's blood glucose (bg) level was 343 mg/dl. Reportedly, the customer administered manual injections and changed the cartridge. Recommendation was made for contact to consult with healthcare provider to discuss bg level.